Event description:
It was reported that the autopulse resuscitation system 1.1 had short run times of approximately 5 minutes using two recently charged batteries (s/n (B)(4)). There was no report of a patient injury. The autopulse resuscitation system (s/n (B)(4)) involved in this event is addressed under MFR report 3003793491-2012-00123.

Manufacturer narrative:
The autopulse nimh batteries involved in this event were returned to zoll circulation on (B)(4) 2012 and were analyzed. Visual inspection of autopulse nimh batteries (s/n (B)(4)) showed no discrepancies. Upon receipt of these two batteries, they were not fully charged. After charging the batteries both passed testing. Archive data indicated a user advisory message of ua44 (battery voltage too low during compression). Battery s/n (B)(4) was not fully charged and was used for deployment on (B)(6) 2012 and therefore had low voltage and low battery capacity.